Manufacturer narrative:
The device was available for evaluation. One transcontinental m implant was reported to have fractured intraoperatively. The reported event occurred on (B)(6), 2024 in germany, during a llif procedure (levels unknown) using an intercontinental plate-spacer construct (transcontinental m cage, intercontinental plate) with lateral mis anchors. During final imaging and visual inspection of the plate-spacer construct in the disc space, it was reported that a break in the transcontinental m cage was detected. The intercontinental plate and lateral mis anchors were removed, as well as loose pieces of peek from the spacer. The bulk of the cage could not be retrieved from the disc space, and the procedure was aborted. It was reported that the patient will undergo further surgery to receive dorsal fixation at this level in the future. The intercontinental plate and lateral mis anchors were returned for evaluation. There were several gouges and dents on the plate's torsional stabilizers, inserter mating features, and blocking screw, as well as damage to the anodization layer. Similarly, dents were observed on the anchors along the central and lateral fins, and around the threaded feature on the proximal end of the part. It could not be established if the observed damage was present prior to implantation, or if the damage occurred during removal. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a transcontinental llif spacer and other globus hardware had to be removed intra-operatively after being placed. This event occurred in germany.